Manufacturer narrative:
(B)(4) additional attempts have been made to obtain device return for evaluation. A supplemental wiil be sent when new information becomes available. (B)(4).

Event description:
According to the reporter: during a hysterectomy, the cervix was excised from the vagina. The vaginal cuff was inspected. The device was then placed through the umbilical trocar and the laparoscope was moved into the left lower quadrant trocar. Once the site was taken on the right corner of the vaginal cuff using the device, at this point, the needle broke off and the surgeon was unable to locate it. Prior to closure of the cuff, attempts were made to localize the small portion of the needle was thought to be possibly present. However, it was never identified. The laparoscope was reinserted and the pelvis was then thoroughly irrigated and evaluated. The vaginal cuff and both pedicles, the pelvis, and upper abdomen were then thoroughly inspected for the needle, but it was never found. An x-ray was performed. The operating room staff then checked the suction cannister and located the broken half of the needle